Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported that an alarm as heard and confirmed by telemetry. The patient heard a critical alarm on (B)(6) 2015. The patient was seen at that time by the healthcare provider (hcp). The patient reported the motor was "fried" and reported the hcp informed the patient they needed a new pump. The elective replacement indicator (eri) was 47 months. The hcp silenced the alarm and the patient was place don oral medications. The patient called the hcp again on the day of report and stated that the pump was alarming again. The patient was in "extreme pain" but stated that the doctor on-call may have not been familiar with pumps. It was unknown if the pump was set at minimum rate on (B)(6) 2015. It was unknown what the pump system was delivering. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)